Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the left ventricle (lv) lead exhibited failure to capture. X-ray confirmed that the lv lead had dislodged. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were dislodgement and failure to capture. Final analysis found that as received, a complete lead was returned in one piece for analysis. The reported event of failure to capture was not confirmed. Visual inspection and x-ray examination of the lead found no anomalies with the exception of damage consistent with procedural damage. S-curve hump height was measured to be within specification. Electrical testing did not find any indication of conductor fractures or internal shorts.